Manufacturer narrative:
(B)(4). Eval, results/conclusion: (pt lesion morphology; severely calcified and 90% stenosis), (failure to deliver stent and stent deformation), (use of force to advance the stent). Device evaluation: a number of proximal stent segments were slightly raised and misaligned. The first 5 distal segments were raised and stretched distally over the distal marker band. On the proximal side of the balloon, the stent was positioned as per specifications. The distal tip was damaged.

Event description:
The physician was attempting to deploy a 2.75 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a pt that exhibited 90% stenosis and was severely calcified. It was reported that force was used to advance the stent to the lesion, however, was unsuccessful. No pt injury occurred and no clinical sequelae were reported.